Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that at 4:28 am his blood glucose (bg) was 454 mg/dl. He took an 11 unit bolus of insulin. At 2:28 pm, he ate 45g of carbohydrates and bolused another 4.5 units of insulin. At 4:27 pm, his bgs were 454 mg/dl, so he took an 11 unit correction bolus and went to the hospital. At the hospital, he was diagnosed with diabetic ketoacidosis (dka) and his bgs on the hospital meter reached 1127 mg/dl. The customer has been released from the hospital and is at home and feeling better.